Manufacturer narrative:
The field service engineer (fse) completed instrument performance testing with acceptable results. The customer suspected a short sample, however, the sample was discarded before the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The troponin t hs stat reagent lot number was 72612600 with an expiration date of 30-nov-2024. Qc was acceptable. Calibration was last performed on 08-nov-2023 and was acceptable. No instrument alarms were identified that would suggest an instrument issue. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 analyzer (rack system). The initial result at 1:00 p.m. Was reportedly 272.3 pg/ml with a data flag. A new sample was obtained at 4:20 p.m. And the result was reportedly 11 pg/ml. The original sample was repeated twice at 5:04 p.m. And the results were reportedly 12.16 pg/ml and 11.39 pg/ml. These results were reportedly believed to be correct.